Manufacturer narrative:
The approximate age of the device was 1 year. The pt expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. Information was received, which indicated that the pt expired. The vad coordinator reported that the pt was in a nursing home and could not go home, because she could not learn her device. She had dementia and was not able to pass any of her tests on the device. When she was found, the pt was not connected to any power source. Per the pt's family, there was no autopsy performed. The log files showed there was no power to the pump. When the ems found the pt, bout sources of power were disconnected and so was the driveline.

Manufacturer narrative:
Additional information - the pump and associated equipment were not returned. A specific cause for the patient's power loss, and disconnection from power could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information - it was reported that the facility no longer has the pump and associated equipment. It was revealed that the pump was never returned to the facility.